Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that an ophthalmic laser probe tip was bent and did not fit into trocar valve during surgery. Surgery was completed after replacing the probe with another one. There was no patient harm reported. Procedure details has been requested but none received till date.

Manufacturer narrative:
The product under investigation is not a serviceable device. Therefore, a service record review was not performed. The laser probe was returned for testing on this investigation. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this lot number was performed. A potentially relevant complaint was found and reviewed as part of this investigation. The complaint was determined to not be relevant to this investigation. The articulating laser probe was received for testing. A visual assessment of the returned sample revealed articulating tip damage. A fit check was performed with a trocar and found resistance and a nonconformity due to a bent tip. However, it remains inconclusive how or when the tip damaged happened. The root cause of the reported event is attributed to articulating tip damaged. However, it remains inconclusive how or when the tip damaged happened. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).